Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.